Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 5 events associated with this event type (device broke or disassembled during use) and product code (B) (4).

Event description:
Device broke or disassembled during use. The customer reported via the sales representative that when the product was placed into the tibial tray, it was noticed the clip had fallen off. The customer further stated that another product had to be used as a replacement to finish the procedure, no adverse consequences were reported.